Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05036. It was reported the patient experienced ineffective stimulation due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.